Event description:
On (B)(6) 2012, mtf received a report stating that on (B)(6) 2011, a pt underwent a lumbar fusion procedure and was implanted with a non-synthes cornerstone spacer and dbx putty. On or about (B)(6) 2012, the pt complained of a fever and shortness of breath. (B)(6).